Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic for follow-up. Device was found to be in backup vvi mode. A firmware download was performed, and the device was restored successfully.